Event description:
Philips received a complaint on the v60 device reporting a navigation ring failure. The device was reported to be not in clinical use; there was no reported harm.

Manufacturer narrative:
H10: it was confirmed that this was only an informational request, and there was no allegation of malfunction with the navigation ring. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.